Manufacturer narrative:
Continuation of d10: product ID ev240163 (serial: (B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days post implant, the patient experienced a 19 second asystolic episode while in a monitored bed in the hospital requiring cardiopulmonary resuscitation (CPR). It was noted that the extravascular implantable cardioverter defibrillator (ev-ICD) was currently programmed to monitor, however there was no pause prevention recording. Oversensing of myopotentials leading to no pause prevention episode being stored was suspected. The pause prevention was programmed on and the sensitivity was adjusted. It is believed that the patient may have suffered a stroke as a result of this episode. The ev-ICD remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient passed away.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.